Event description:
The following publishment was reviewed by gore: title: characteristics of calcium deposition on expanded polytetrafluoroethylene. Membrane as a valve substitute in the pulmonary position. Source: interdisciplinary cardiovascular and thoracic surgery 2025, 40(6), ivaf115. Approved on (B)(6) 2023, this study examines long-term calcification patterns in the gore® preclude® pericardial membrane, an expanded polytetrafluoroethylene (eptfe) material widely used off-label as a pulmonary valve leaflet substitute. Using histology and imaging, the authors demonstrate that calcification develops not only within the surrounding fibrous tissue but also deep inside the membrane¿s micro-interstices. The study evaluated two explanted preclude eptfe pulmonary valve leaflets obtained 10¿15 years after implantation. The second sample came from a 15-year-old boy who underwent neonatal right ventricle-pulmonary artery (rv¿pa) reconstruction for truncus arteriosus using a bullet-shaped preclude eptfe leaflet. The patient underwent reoperation due to significant stenosis developed between the immobile eptfe leaflet and the juncture of the posterior rv-pa connection. In both patients, progressive leaflet immobility led to conduit dysfunction and reoperation. Both explanted preclude eptfe membranes demonstrated extensive pseudointimal thickening and deep calcification, resulting in clinically significant stenosis. In the 11-year-old girl, the explant revealed a leaflet that was rigid, severely distorted, and embedded in dense yellow fibrous tissue, with transmural calcification and collagen overgrowth rendering the leaflet immobile. In the 15-year-old boy, the explanted leaflet showed marked pseudointimal calcification adjacent to the ventricular connection, along with calcification extending into the membrane¿s micro-interstices, contributing to functional stenosis at the junction of the leaflet and posterior rv¿pa connection.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. Literature title: characteristics of calcium deposition on expanded polytetrafluoroethylene membrane as a valve substitute in the pulmonary position source: interdisciplinary cardiovascular and thoracic surgery 2025, 40(6), ivaf115. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.